Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 301030, batch#: 4256006. It was reported that the bd syringe 10ml s/t bns had a scale marking issue. The following information was provided by the initial reporter: rcc received a complaint via email. I¿m sending this email to notify that 40006ea of part number: bf301030 has been rejected by our plant because the material is being received with illegible printed measurements on the syringes, not acceptable for use. Additional information provided: 1. Kindly provide the date of event. ¿ quality team report the issue on dec 16th 2024. 2. Can you share any physical sample if available for investigation? If yes, please provide the address of the facility for us to ship the return label? Address: (B)(6). 3. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Not reported.

Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. Twenty samples of 10 ml slip tip syringes were received and evaluated. All samples exhibiting a partial or complete absence of more than 50% of the scale markings and numerical graduations. This condition is non-conforming to the product specification. The potential root cause of the missing print defect is associated with the marking process. As a corrective action, a quality alert will be issued to the manufacturing plant. Furthermore, a device history record review was completed for provided lot number 4256006. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - scale marking issue. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.